Manufacturer narrative:
H6: device code added.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 27mm watchman flx laa closure device & delivery system was used. The physician deployed and recaptured the closure device approximately 6 times before getting it in the position of the ostium. While assessing the position of the wds, transesophageal echocardiography (tee) revealed a thrombus where the core wire was attached. The decision was made to immediately release the closure device noting that position, anchor, size, and seal (pass) criteria for release had not been met. The physician removed the watchman system and ordered a tissue plasminogen activator (tpa) from the pharmacy. About 5 minutes later, the physician canceled the tpa, and proceeded with a low dose heparin drip. The patient was admitted to the hospital for observation and a neuro evaluation.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 27mm watchman flx laa closure device & delivery system was used. The physician deployed and recaptured the closure device approximately 6 times before getting it in the position of the ostium. While assessing the position of the wds, transesophageal echocardiography (tee) revealed a thrombus where the core wire was attached. The decision was made to immediately release the closure device noting that position, anchor, size, and seal (pass) criteria for release had not been met. The physician removed the watchman system and ordered a tissue plasminogen activator (tpa) from the pharmacy. About 5 minutes later, the physician canceled the tpa, and proceeded with a low dose heparin drip. The patient was admitted to the hospital for observation and a neuro evaluation.